Event description:
It was reported that the procedure was performed to treat a mildly tortuous lesion in the left anterior descending (lad) artery. A 190cm 014 versaturn guidewire (gw) was attempted to be used; however, the gw was noted to get caught on an implanted stent resulting in the tip of the wire becoming stretched. The gw was removed and no additional treatment was performed to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that post stent implantation, the guide wire was noted to be jailed behind the stent (difficult to advance / difficult to remove). Additionally, it was reported that the coils became stretched. It is likely that manipulation of the wire, during its interaction with the stent, resulted in the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.